Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer as hospitalized on (B)(6) 2016. The cause of death was diabetic ketoacidosis, coronary artery disease, and chemical pneumonia. The caller stated that the customer was vomiting and the caller believes because of this the infusion set dislodged. The customer's blood glucose at the time of death was 560 mg/dl. The customer was not wearing the insulin pump at the time of death; it was removed four days prior to death, by the emergency room staff. The customer was put on insulin drips. The customer was using sensors; however, he was not wearing one at the time of death. The caller agreed returning the insulin pump for analysis.